Event description:
It was reported that following the delivery of a second round of anti-tachycardia pacing (atp), there were two pulses that may not have achieved capture. The rhythm accelerated to ventricular fibrillation (vf) and was terminated by a shock. The health care professional (hcp) noted that the patient was in the arrythmia for a long time before the device delivered therapy. A review of the device data by qualified personnel determined that the device had charged for ten seconds for the 40 jewel shock, which is within the normal charge time. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.